Event description:
International customer reported that the surgical wound became inflammed at an unspecified time following a scar excision and vulvar cyst excision performed in 2004.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.